Manufacturer narrative:
An inspection at the repair center could not confirm the e226 communication error reported by the olympus field service engineer. Based on the results of the investigation, a probable root cause for the reported issues cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device inspection that the camera head exhibited e226 communication error. Also, a watertightness failure was noted due to cable damage. There was no patient involvement.